Event description:
Follow-up identified surgery took place wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not connect with the clinician programmer after undergoing neck surgery. Troubleshooting of the issue was attempted to no avail. Subsequently, the ipg was confirmed inoperable. Surgical intervention may be undertaken at a later date to address the issue.